Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and intermittent pacing impedance measurements less than 200 ohms on the right ventricular channel. The physician suspects an issue with the lead. The device will be reprogrammed to aai at the patient's next follow up visit. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and intermittent pacing impedance measurements less than 200 ohms on the right ventricular channel. The physician suspects an issue with the lead. The device will be reprogrammed to aai at the patient's next follow up visit. No adverse patient effects were reported. It was reported that lead insulation damage was suspected to be the reason for the out of range impedance measurements. Reprogramming was performed and no further issues were noted. No adverse patient effects were reported.